Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 7.1 was moderated as ghost pockets. The user also mentioned that some of the cubies contains medication which were unable to access. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had ghost pocket. A field service engineer (fse) tightened the row board cable connections and rebooted the machine, then had customer perform inventory recovery on the drawer to confirm it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.